Manufacturer narrative:
B3 event date: event date unknown, therefore the first day if the "aware date" month was selected as the date of event.

Event description:
It was reported that the device was broken upon unpacking. The physician pulled the 2.00mm x 15mm emerge balloon catheter out of its packaging, however only half of the device came out, the other half remaining in the wrapping. It was noted that the device was broken in half somewhere along the shaft, and that it appeared to have been packaged that way. There was no patient consequence as this was discovered during preparation and never came in contact with the patient. Another emerge balloon was used to successfully complete the procedure with no further issue or patient injury.

Manufacturer narrative:
Event date unknown, therefore the first day if the "aware date" month was selected as the date of event. Device returned to manufacturer: the emerge balloon catheter was returned and analysis was completed. The investigation noted that he shaft, hypotube, tip and balloon were microscopically and visually examined and numerous hypotube kinks were noted. There was a complete separation at 3.3cm distal from the strain relief.

Event description:
It was reported that the device was broken upon unpacking. The physician pulled the 2.00mm x 15mm emerge balloon catheter out of its packaging, however only half of the device came out, the other half remaining in the wrapping. It was noted that the device was broken in half somewhere along the shaft, and that it appeared to have been packaged that way. There was no patient consequence as this was discovered during preparation and never came in contact with the patient. Another emerge balloon was used to successfully complete the procedure with no further issue or patient injury.